Event description:
While performing a circumcision in the normal fashion, the instrument severed the foreskin as well as extra skin from the penis. There was blood loss of approximately 20cc. No stitches were required.